Event description:
Reporter indicated that generator was explanted due to patient request. Pt had a seizure and fell on shoulder. Even since then, it has been painful near the generator. The generator was reported not to be malfunctioning due to the fall. Further investigation revealed that the pt is doing well and is having no problems since explant. The incision is healing well.